Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, only 1 record of 2-point calibration on date of issuance. Recommended to check dates on o2 sensor and replace, and then re-run verification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us when fio2 was set to 100%, monitor reading is 85% and delivery is 93%. It was confirmed in log monitor it was 85%. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the reported issue. The suspect device has not been returned for evaluation. Log file analysis tool has been utilized. Succesfull 2p o2 cell calibration performed on 01/12/2022 13:54:05 (system time). Alarm 271- o2 supply failed" message was visible at 01/12/2022 14:05:20. While fio2 set for 70% then the oxygen supply pressure restored. Oxygen pressure is visible around 4 bar. Raw value and the cal value are almost same. When the fio2 is set to deliver 100% supply pressure is almost 0. The issue was due to a not stable oyxygen supply while the fio2 is set above 21%. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.